Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there were underfilled samples. There was no report of impact to the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2024. H.6. Investigation summary: bd received 1 contaminated sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from the bd inventory were evaluated and were draw-tested with deionized water and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there were underfilled samples. There was no report of impact to the patient or user.